Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent a skin revision surgery under general anesthesia (date not reported) in order to remove the overlying skin to fully expose the abutment and replace the abutment. However, during the procedure due to thick skin and the depth of the site, fixation of the new abutment to the existing fixture was difficult. Bleeding from the skin further impaired the surgical field. Bilateral skin incisions were subsequently made, to improve visualization, and the procedure was continued under microscopic guidance. The patient was then replaced with a new abutment during the same surgery successfully.